Manufacturer narrative:
Mansat et al. "Total elbow arthroplasty for acute distal humeral fractures in patients over 65 years old - results of a multicenter study in 87 patients." Orthopaedics and traumatology : surgery & research (2013) 99:779-784. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by p. Mansat, h. Nouaille degorce, n. Bonnevialle, h. Demezon, t. Fabre and sofcot involving the hospitals (B)(6).

Event description:
It is reported in a journal article that two patients required elbow releases six to one-hundred six months following elbow arthroplasty to treat persistent elbow stiffness. No further information is available.

Manufacturer narrative:
This follow-up report is being filed to correct information. Zimmer biomet became aware of the reported event on january 16, 2017, rather than january 17, 2017 as previously reported.